Event description:
It was reported that the lead exhibited capture thesholds greater than 6 v, sensing thresholds of 1.0 mv and lead impedance was 200 ohms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.